Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system (dose and concentration unknown). The patient's pump was weaned down. The patient's pump and catheter were removed on (B)(6) 2015 following a successful lumbar back surgery where a cage was placed. At the removal surgery, small drops of cerebrospinal fluid (csf) were noted. On (B)(6) 2015, it "really started to flow", and the patient saturated ten mini-pads each day. Following the system removal, a csf leak and spinal headache were reported. They had a csf leak for eight days. They stated the headaches were so bad, unbearable, and worse than any other pain they had with their back. Their pain level was "greater than ten." They stated they would rather give birth to twenty children than have those headaches. The patient took percocet and fioricet to help with the headaches, and they were told to drink more caffeine. They were not upset, and they did not have any complaints regarding their infusion therapy. Their headaches had improved. They reported feeling groggy after the surgery, though they felt like they could dance. They had no pain or muscle cramps, and the patient could walk straight. The patient reported taking robaxin. On (B)(6) 2015, the patient was hospitalized. They were dehydrated, and they wanted to avoid going to the operating room so a neurosurgeon re-stitched the lumbar area.

Manufacturer narrative:
(B)(4).

Event description:
2015-10-12 additional information was received from a consumer. The event date was (B)(6) 2015. The pump therapy had been great and has allowed her to stand and function pain free. The pump was removed because the patient no longer had any pain and was now pain free. When the pump was removed there was a lot of scar tissue and a hole was left. When the pump was removed the patient had a spinal fluid leak that was a running faucet and leaked spinal fluid for 10 days profusely. The physician tried to seal the fluid leak with a stitch. The patient went to a neurologist and she went to the hospital to have the area re-stitched. The patient was gushing fluid. The patient had headaches after the pump was removed and continues to have headaches. The patient was told it could be permanent due to a lack of spinal fluid. The physician did not discuss side effects with the patient.